Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05063. It was reported that the patient presented to the clinic where noise on the ra lead was observed. On (B)(6) 2019 noise was picked and was believed the leads may be affected by this. There were also inappropriate short duration auto mode switching (ams) events caused by noise on the ra lead observed on a transmission from (B)(6) 2019. The patient felt no symptoms. The physician decided to continue to monitor the lead behavior at subsequent follow-up.